Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and oxygen blending module board were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - the manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and oxygen blending module board were replaced to address the issue.